Manufacturer narrative:
The customer medwatch number is mw5065342.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states " I was doing my assessment and checking all the tubing. I noticed the two microbores for the dopamine were leaking. I changed the whole tubing and saved the defective tubing . The baby's(patient) blood pressure did not seem affected as it was a small leak. However it was a large enough leak to make the tubing wet . Original tubing package was not available because I did not hang the tubing. Previous shift threw it away. "